Event description:
It was reported that a patient had an infection following the implant of a trial lead on (B)(6) 2013. The infection was at the lead location and it was discovered on the day of the report. Additional information received reported that the patient was admitted to the hospital and the infection was treated. The patient did not have an infection after treatment. It was noted that the patient went on to the permanent implant.

Manufacturer narrative:
(B)(4).